Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an alarm problem also, before the start of the operation for a liver tumor, the radio frequency machine passed the self-test and the rf needle was inserted. When the ablation was ready, the temperature window showed a rapid increase in temperature. Being that high, the device automatically shuts down after hh, the operation was successful after replacing the rf needle. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The water circulated normally through the sample. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.